Event description:
Two days after implantation, a loss of capture was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection discovered a severely twisted inner conductor helix near the is-1 connector pin. The analysis showed that over-rotation while turning back the screw mechanism should be considered as the cause. In addition, the analysis detected a deformation at the fixation screw and damages to the steroid collar, which are probably a result of the operation process. During the thorough analysis, no other deviations were found that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The analysis did not show any indications of a material defect or manufacturing error.